Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported, a previous patient who underwent cataract surgery with intraoperative aberrometry. The patient returned approximately five months later and was very unhappy. The patient was a planned multifocal toric lens and the system indicated the use of a non toric lens. The patient also had a history of six cut radial keratotomy and the site used the eight cut algorithm the patient had an intraocular lens exchange as a secondary procedure. Additional information is expected.

Event description:
The intraocular lens exchange went well. The intraoperative aberrometry system was not used for an aphakic capture due to the iris protruding from the wound, very dry eye and a piece of the haptic from the intraocular lens that was cut out during the exchange. Following implantation of the new lens, pseudophakic measurements were attempted but only the streaming refraction could be utilized due to the ocular conditions. The surgeon was able to get the cylinder below half a diopter and was pleased with this and knowing that it was not the most accurate reading. Further clarification was requested, the surgeon cut the initial intraocular lens, one haptic would not come out due to fibrosis. The haptic was left in place as it was felt more risk to try and remove the haptic then to leave it. The surgery went well and the surgeon is pleased.

Manufacturer narrative:
The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to surgical/clinical factors unrelated to the functionality of the device. The manufacturer internal reference number is: (B)(4).